Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurate results when compared to the same meter and compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012 or (B)(6) 2012 at approximately 9pm, he obtained readings of "253 and 193" on the lfs meter. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using self adjusting insulin (type unknown) to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported at 2-3am "that night" he developed symptoms of feeling shaky and had a headache. The patient reported on (B)(6) 2012 or (B)(6) 2012 at 2-3am, he had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. However, a control solution test was not run due to the patient not having control solution available at the time of the call. The patient's testing process was found to be correct. The patient's test strips and test strip vial were found to be in good condition. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(6) 2012 and (B)(6) 2012 with the following findings: the meter and test strips passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported as an adverse event because, the patient claimed due to the alleged issue, he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(11/01/2012) device evaluation: the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter and test strips passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.